Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 1.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a thrombectomy procedure using a 5max ace. Upon removal from the packaging, a 5max ace catheter was found fractured and was not used. The procedure continued using a new 5max ace catheter. Evaluation of the returned device confirmed the complaint. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, a 5max ace catheter was found fractured and was not used. The procedure continued using a new catheter.